Event description:
Surgeon pressed on the holmium laser pedal at 0.6 joules; laser did not turn on. A few seconds later, staff heard a pop sound from the machine, with smell of smoke. The first fiber was a used fiber with lot # 82191208. Patient and drape checked for burns; none found. About 20 minutes later, surgeon used the laser again, with a new laser fiber (lot # 81601108). The power was raised to 0.8, then to 2.1. Surgeon reported machine not working. Staff heard another pop sound from the machine.